Manufacturer narrative:
Additional information: due to characterization limit e1: (event site name: (B)(6), event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the doctor connected a test balloon to the cardiosave intra-aortic balloon pump (iabp) and tested it, and found that the device reported an error message, "auto-inflation failure" and the device was unusable. A backup device was promptly replaced. No patients were involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) observed drive valve assembly was faulty and required replacement. A price quote was provided to the customer. However, due to the high price of the spare part, the customer temporarily declined the repair. If any repair is done in the future it will be updated.